Event description:
During a meniscal repair using the fast-fix 360 curved ndl delivery sys device the second plug (t2 implant) did not deploy properly. No t implants remain unsupported in the patient¿s joint space. The case was completed successfully with an available backup device (ff360) after a minimal delay.

Manufacturer narrative:
Investigation of the returned fast-fix 360 curved needle delivery systems were evaluated and visual assessment of the used device shows no ts or suture remain on the insertion needle. Ts and suture were not returned. Actuator is in it post t2 deployment position indicating a complete deployment of both ts. The device was functionally tested for proper actuator advancement and cycling and functioned as intended. Each t deployed as intended. Reported complaint of non-deployment of t2 could not be confirmed or replicated. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).